Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause of the vibration was patient programming was set for vibrating in patient's lower extremities for pain in their legs and neuropathy. Patient is on tonic ld programming and has always had vibrating in lower extremities. The rep met with the patient on (B)(6) 2025 and adjusted the stimulation: patient still wanted it in their lower extremities, but also wanted it higher in their back as well. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that for some reason, no matter if they set the stimulation on group a, b or c, they had vibrating in the lower part of their extremities and wouldn't change. Pt said that they adjusted the therapy settings, however they still had vibrating in the same places. Pt said that they tried to call a rep, however they called her more than once and they couldn't get a hold of her. Agent redirected pt to hcp to further address the issue. Pt said that whenever they called hcp, they spent an hour on the phone and they didn't have time for that. Agent advised the pt that a message would be sent out to the local reps requesting contact; however agent did not promise a time-frame on a response. When asked for the event date, pt said that it was about two weeks ago. Agent asked for the notify date and pt said that it was probably a month ago since they knew the device was acting up and it was getting worse. Agent then confirmed with the pt that it was about a month ago that the issue started instead of about two weeks ago. Pt said that the issue started by their tailbone and upper legs, however they were having to wear a back brace since their back was so bad and it was about to kill them.